Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that stent damage occurred. The 90% stenosed, extremely tortuous and severely calcified lesion was located in the mid and distal right coronary artery (rca). The physician attempted to place a 3.00x28mm taxus express2 drug eluting stent, but noted that the stent was lifted up. The procedure was completed with another same device. Pt status is good.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The mfg records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.